Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer changed the usb cable and pump successfully charged. Customer's blood glucose was approximately 100 mg/dl.